Event description:
Consumer reported complaint for high and erratic blood glucose test results. Complaint was initially reported via e-mail and customer was contacted via telephone. The customer stated that she recently got a reading in the 200s, tested again with a new lancet on a different finger, and the value decreased to 151, tested once more, and it showed a value in the 160s.the customer¿s expected am fasting blood glucose test result is less than 100 mg/dl and expected non-fasting blood glucose test result is less than 140 mg/dl. The customer feels well and did not report any symptoms. Customer stated that she contacted the doctor on (B)(6) 2024 because of the readings on the meter. Customer has only been using the meter for two weeks. During the call, a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 07/18/2025; product storage and open vial date were not provided. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to meter results. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer.